Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), alopecia ("hair loss"), dental caries ("dental decay"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and rash ("skin rash"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, feeling abnormal, alopecia, dental caries, menorrhagia, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including chronic and severe pelvic pain, and abnormal bleeding (regarded as genital bleeding). Plaintiff was treated with surgery (hysterectomy) and essure was removed on (B)(6) 2017. Pelvic pain and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case after essure insertion, on an unknown date patient was diagnosed with abnormal bleeding and pelvic pain. This case was classified as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), alopecia ("hair loss"), dental caries ("dental decay"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and rash ("skin rash"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, feeling abnormal, alopecia, dental caries, menorrhagia, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain and rash to be related to essure. Company causality comment: this litigation case refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including chronic and severe pelvic pain, and abnormal bleeding (regarded as genital bleeding). Plaintiff was treated with surgery (hysterectomy) and essure was removed on (B)(6) 2017. Pelvic pain and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case after essure insertion, on an unknown date patient was diagnosed with abnormal bleeding and pelvic pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain / pain / pelvic pain(severe)") and genital haemorrhage ("abnormal bleeding / heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2006), urinary tract infection, hematuria, anxiety, panic attacks, ovary removal, dermoid cyst and smoker. Previously administered products included for birth control: mirena from 2010 to 2015. Concurrent conditions included body mass index normal, sulfonamide allergy, oophorectomy bilateral, overactive bladder and bowel adhesions. Family history included heart disease, unspecified (father). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain / abdominal pain(moderate - severe)"). On (B)(6) 2016, 6 months 20 days after insertion of essure, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced rash ("skin rash / rashes or skin conditions type: skin rash on chin"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), alopecia ("hair loss"), dental caries ("dental decay"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), anxiety ("anxiety"), urinary tract infection ("bacterial urinary infection"), depression ("depression"), irritable bowel syndrome ("irritable bowel syndrome"), urge incontinence ("urge urinary incontinence") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with ciprofloxacin betain (cipro), ibuprofen, paroxetine hydrochloride (paxil), hyoscyamine sulfate (levbid), dicycloverine hydrochloride (bentyl) and surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and rash had resolved and the genital haemorrhage, feeling abnormal, alopecia, dental caries, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased, anxiety, urinary tract infection, depression, irritable bowel syndrome, urge incontinence and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dental caries, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, rash, stress urinary incontinence, urge incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patient underwent robotic assisted total laparoscopic hysterectomy, left ovarian cystectomy, left salpingectomy, tvt and diagnostic cystoscopy along with lysis of adhesions. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed proper device placement (B)(6) 2013 : us pelvis transvaginal : comparison: (B)(6) 2004-pelvic ultrasound technique: transvaginal pelvic ultrasound was performed only. Provided history: iud and positive pregnancy test. G2, p1 findings: the right ovary is not seen. Per history right oophorectomy performed. No evidence of right adnexal mass. There is no free fluid in pelvis. (B)(6) 2013 : us ·pelvis transvaglnal : clinical history: positive pregnancy test. Findings: the uterus measures 7.4 x 4.5 x 4.3 cm. The right ovary is surgically absent. The left ovary measures 4.2 x 4.5 x 3.9 cm and contains a hyperechoic dermoid measuring 0.9 x 0.6 x 0.7 cm. There is also a complex possibly hemorrhagic cyst in the left ovary measuring 3.5 x 3.1 x 3.3 cm. An iud is noted in the uterus. There is no evidence of an intrauterine gestational sac. Impression:: no evidence of intrauterine pregnancy. In a patient with a positive pregnancy test differential diagnosis includes ectopic pregnancy, pregnancy too small to detect, and spontaneous abortion, complex cyst in the left ovary.clinical correlation and short interval fo!lowup ultrasound are recommended. (B)(6) 2015 : us pelvis transvaginal : history: iud check technique: real-time sonographic images of the pelvis were obtained trans abdominally and transvaginaliy. Color doppler sonography and spectral waveform analysis were performed. Comparison: pelvic ultrasound dated (B)(6) 2013. Findings: an iud is well positioned in the uterus. The right ovary has been removed. Impression: well-positioned iud, stable left dermoid ovarian lesion, status post right oophorectomy. (B)(6) 2015 : us pelvis transvaginal : history: pelvic pain technique: real-time sonographic images of the pelvis were obtained trans abdominally and transvaginally. Color doppler sonography and spectral waveform analysis were performed. Comparison: pelvic ultrasound dated (B)(6) 2015. Impression: status post right oophorectomy, interval development of a simple left ovarian cyst, stable, small left dermoid ovarian lesion. (B)(6) 2016: us pelvis us pelvis transvaginal : impression: large simple left ovarian cyst. Recommend continued surveillance to document resolution, stable left ovarian dermoid. (B)(6) 2016 : us pelvis transvaginal : clinical history: pelvic pain. Impression: left ovarian dermoid, otherwise unremarkable pelvic ultrasound. (B)(6) 2017 : culture urine : source: urine clean catch culture urine: <10,000 cfu/ml gram positive organisms. (B)(6) 2017 : CT abdlpelvis : hysterectomy, bleeding CT abdomen and pelvis with IV contrast impression: no hematoma or abscess, small left ovarian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: stress urinary incontinence(confirming stress incontinence), pelvic pain(confirming pelvic pain) " most recent follow-up information incorporated above includes: on 23-feb-2018: events- "abnormal bleeding (vaginal), bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), weight gain, anxiety, bacterial urinary infection, depression, irritable bowel syndrome, urge urinary incontinence, stress urinary incontinence", reporter, historical condition added from pfs. Historical and concomittant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.